Event description:
It was reported that a pusher wire break occurred. The patient was undergoing an embolization procedure for treatment of an aneurysm located at the renal artery. After 9 interlock coils were deployed, this 8mm x 20cm interlock coil was selected and advanced out of the renegade microcatheter, but they were unable to deploy it after multiple attempts. The physician was unable to retrieve the coil into the catheter. A separate coil pusher was then used to aid in deployment. After some pushing, the pusher wire of the interlock coil broke proximal to the interlocking arms which were still interlocked. The coil was then implanted and is contained within the aneurysm; however, the pusher wire remains outside the aneurysm. The procedure was completed and treatment of the aneurysm was successful. No patient complications were reported and the patient¿s condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. A visual inspection was performed. A pouch and coil fragment were returned. A magnetic check was performed using magnetic pen and revealed that the returned fragment was not part of the pusherwire but a section of a main coil. The coil fragment had one fiber bundle. The coil fragment was found to be stretched and kinked. A microscopic inspection revealed that there was no zap tip or interlocking arm present on the coil fragment. No measurements could be taken due to the returned fragment being so stretched. The pusher wire was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a pusher wire break occurred. The patient was undergoing an embolization procedure for treatment of an aneurysm located at the renal artery. After 9 interlock coils were deployed, this 8mm x 20cm interlock coil was selected and advanced out of the renegade microcatheter, but they were unable to deploy it after multiple attempts. The physician was unable to retrieve the coil into the catheter. A separate coil pusher was then used to aid in deployment. After some pushing, the pusher wire of the interlock coil broke proximal to the interlocking arms which were still interlocked. The coil was then implanted and is contained within the aneurysm; however, the pusher wire remains outside the aneurysm. The procedure was completed and treatment of the aneurysm was successful. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4).